Event description:
It was reported that the non pacer-dependent patient presented to the clinic with high pacing lead impedance and high capture threshold. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.